Event description:
In 1998 the v-cath was removed from pt. A tip of PICC line broke off and traveled through the pt's vein, up toward their heart before being retrieved. It is alleged the pt suffered from an infection as result of that event.